Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a fungal infection while wearing the lifevest. The patient reported sweating a lot during rehab and that this contributed to the development of the infection. The patient was advised by a medical professional to use cortisone cream and to leave the lifevest off during rehab. The patient reported that the condition was improving.